Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this left ventricular (lv) lead was found out to have a conductor fracture as the lead exhibited high pacing impedance. The fracture was confirmed via fluoroscopy. The patient was treated with antibiotics. The lead was explanted. No additional adverse patient effects were reported.